Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged that the insulin on board (iob) feature of the pump was not functioning as expected when delivering a combo bolus. Troubleshooting indicated that the iob was functioning properly, however the reporter requested that the pump be replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: per the user guide, the iob status screen displays the type and amount of the last completed bolus, with only the normal portion of a combo bolus showing on the status screen. During investigation, a 1.65unit combo extended bolus with a 35% / 65% split with duration of 6 hours was performed. The 35%, or 0.57units, was delivered immediately and was correctly displayed on the iob status screen. After the 6 hour duration, the iob status screen correctly reflected 0.00units and the completed 1.65unit combo extended bolus was correctly displayed in the pump¿s bolus history. The complaint could not be confirmed or duplicated on investigation; no defect was found. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values.